Event description:
Litigation papers allege the following: since patients surgical implant, patient has recently began to suffer and continues to suffer symptoms including, but not limited to pain, weakness, and difficulty with even simple daily activities. Patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility and consistent and continual pain and suffering. Doi: (B)(6) 2007. Dor: no revision reported at this time. (Left side). Patient is a resident of (B)(6). Update: amended short form indicates that the patient was scheduled to have the revision on (B)(6) 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.